Event description:
It was reported that the fiber tip broke during the ureteroscopy procedure. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that the fiber tip broke during the ureteroscopy procedure. The procedure was completed with another fiber. There were no patient complications.